Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that he had been experiencing a skin reaction for the past two months described as itchiness and re-occurring small wounds under the transducer arrays. The patient was prescribed an unspecified oral medication, which was reported to be helpful. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.